Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alerts) has been confirmed. Upon investigation the failed a baseline test, unable to recognize a therapy electrode and did not recognize a test signal. The cause for the failure was isolated to contamination in the j1001 pins on the monitor ca board. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient was experiencing gong alerts.